Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, while administering intravenous fluids to a patient, a nurse observed blood seeping from the catheter tubing. After flushing and capping the line, the nurse confirmed a leak at the tubing site. The nurse immediately replaced the catheter with a new closed-system intravenous catheter and completed the infusion. This adverse event was reported to the head nurse and communicated to the medical engineering department. The medical engineering department contacted the procurement manager, who then reached out to the manufacturer to report the issue with the medical consumable.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no same complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant tests, and the usage of the sample is unknown, so the root cause of the complaint cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional information.